Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The current blood glucose level is 120 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced nausea, stomach cramps, frequent urination, achiness, dry mouth and dehydration. Customer stated that she found a bent cannula. Hospital treated with IV fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.